Event description:
It was reported that the bd micro-fine¿+ pen needle liquid medicine was not injected. The following information was provided by the initial reporter, translated from chinese to english: when the needle was removed, it was found that the injection needle tip was bent at 90 degrees, and the liquid medicine was not injected subcutaneously, so the needle tip was replaced with a new one.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR was reviewed and there were not any qns or other events that could be related to this complaint. 7pcs retention samples were checked on needle point, no failure found.

Event description:
It was reported that the bd micro-fine¿+ pen needle liquid medicine was not injected. The following information was provided by the initial reporter, translated from chinese to english: when the needle was removed, it was found that the injection needle tip was bent at 90 degrees, and the liquid medicine was not injected subcutaneously, so the needle tip was replaced with a new one.